Event description:
It was reported that a malfunction occurred on the pump. The impact on the customer¿s blood glucose level is unknown, as the customer declined to answer whether levels exceeded 500 mg/dl. The customer reverted to an alternate method of insulin therapy.